Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There was no evidence of dried fluid present within the cassette compartment, and no burrs or sharp edges in the cassette area that could puncture a cassette membrane. A simulated treatment was initiated and during dwell four, an m75 volume error message was received. During troubleshooting it was found that an internal screw on the heater tray mounting base needed to be heightened. A second simulated treatment was initiated and the cycler alarmed with an m30 balloon valve leak warning message. An internal inspection identified visual evidence of fluid within the pneumatic filter (hp2). A glucose test was performed with results coming back negative. The cause and origin of the fluid was unknown. The filter was replaced and a third simulated therapy was initiated and completed without further complications. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A load cell verification test was also performed and the cycler was found to be within tolerance. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed in relation to the reported event and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis therapy. During drain one of five, the patient was reported to have drained 6656ml of an expected 2000ml. This drain volume is 333% the patient¿s prescribed fill volume of 2001ml. It was noted that the patient had also performed a manual exchange that day and drained 3100ml of an expected 2500ml. The patient had a programmed last fill volume of 0ml. The cause for the high drain volume was not reported. It is unknown if the patient had bypassed a drain during their previous treatment. There were no reported symptoms and the family member stated that the patient was not feeling any adverse effects. The technical support representative advised the patient contact to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient had manual supplies to continue with peritoneal dialysis therapy until a replacement cycler arrived. Additional information was requested but is unavailable.